Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was replaced with an alternative device. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The philips investigation lab (pil) had conducted the o2 flow verify test, which had failed on the device. Pil determined the oxygen blender board had a faulty obm o2 sensor that appears to have a drift condition possible due to environmental contamination. The device's oxygen blender board was replaced to address the issue.